Manufacturer narrative:
Eval ¿ method ¿ the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The parylene was found to be peeling from the ipg. The ipg, as received, is non-functional. No programs received to determine if this was normal depletion or not. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The date the pt received her scs system is unk. It was reported that the ipg was replaced on (B)(6) 2008 (for unk reason) and following the procedure, it was discovered that a portion of the parylene protective cover on the ipg was missing. It was unk if the implanting physician had removed it years ago. This discovery was not made until after the procedure and the pt had been closed up. There were no exploratory measures done in attempt to find the parylene in the pt. The explanted ipg was returned to ans for analysis. Follow up on the pt found no further issues reported.